Event description:
This is a spontaneous case report received from a medical doctor in united states on 15-mar-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert), lot number c91772, inserted on (B)(6) 2015 for contraception. The patient had left salpingo-oophorectomy, only one insert was used. She had a hysterosalpingogram on (B)(6) 2016, right insert was not in the tube, it was in lower left pelvis. Essure was continued and no treatment was done for the event. Perforation questionnaire received on 07-jun-2016 the patient's date of birth was updated (she was (B)(6)). Her weight was (B)(6) and height was (B)(6). Her medical history included dermoid removal and left salpingectomy. Essure insertion on right side was on (B)(6) 2016 (as reported; previously reported as (B)(6) 2015). At time of insertion, she was using mirena. Her last menstrual cycle occurred on (B)(6) 2014. During insertion, sounding and analgesia were done (meperidine, toradol, xanax and paracervical block). Fluid loss was less than 1500cc and time did not take more than 20 minutes. Insertion and visualization of tubal os were considered easy. Three coils were visualized after procedure and device appeared to be in normal place. Mirena was removed at same day. It was reported that patient had minor cramping after procedure. Hsg was done on (B)(6) 2016 and showed that right tube perforation/device was outside of the tube, it was in cavity. Tubal occlusion did not occur. Perforation during procedure was denied. Patient presented without symptoms. On (B)(6) 2016, right device was removed by laparoscopy (it was necessary to remove). It was reported that device was in posterior cull de sac. The outcome was reported as recovered/resolved. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Three months later, a hysterosalpingogram revealed right insert was outside of the tube (right tube perforation), it was in cavity. One week after the exam, essure was removed via laparoscopy. This event is listed according to reference safety information for essure. During essure micro-insert therapy there is a risk that the device move out of fallopian tube, this movement could be expulsion (into uterus or out of the body), migration (distal fallopian tube or peritoneal cavity) or occur due to a uterine perforation during insertion. In this particular case, the patient had only one essure inserted due to a previous salpingo-oophorectomy. The insertion procedure was easy. Three coils were visualized after procedure and device appeared to be in normal place. Her confirmation test (hsg) performed three months later showed the device was outside of the tube (right tube perforation), it was in cavity and tubal occlusion did not occur. One week later, the device was removed via laparoscopy. Although the exact mechanism of this perforation was not known, given event's nature, causality with the suspect insert cannot be excluded. Upon receipt follow up information, this case was classified as incident since essure removal was required. Product technical analysis are being sought.

Manufacturer narrative:
Follow up information was received on 20-jul-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: in this case no product was returned. No sample available for this investigation. We conducted a review of the manufacturing batch record c91772 (production date 07-aug-2014 and 31-aug-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Three months later, a hysterosalpingogram revealed right insert was outside of the tube (right tube perforation), it was in cavity. One week after the exam, essure was removed via laparoscopy this event is listed according to reference safety information for essure. During essure micro-insert therapy there is a risk that the device move out of fallopian tube, this movement could be expulsion (into uterus or out of the body), migration (distal fallopian tube or peritoneal cavity) or occur due to a uterine perforation during insertion. In this particular case, the patient had only one essure inserted due to a previous salpingo-oophorectomy. The insertion procedure was easy. Three coils were visualized after procedure and device appeared to be in normal place. Her confirmation test (hsg) performed three months later showed the device was outside of the tube (right tube perforation), it was in cavity and tubal occlusion did not occur. One week later, the device was removed via laparoscopy. Although the exact mechanism of this perforation was not known, given event's nature, causality with the suspect insert cannot be excluded. Upon receipt follow up information, this case was classified as incident since essure removal was required. The product technical analysis stated that as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.